Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device was received with its white tray, the devices was also received in used condition. It was evaluated. When performing the visual inspection, it could be observed that the first plate was completely out of the needle. It does not show structural anomalies. The second plate was attached in the needle. The second plate and the suture were in good conditions. The red trigger was in its full retracted position, it was found in a normal shape. The spring pusher shaft tip had foreign matter. The functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. A manufacturing record evaluation was performed for the finished device lot number: 9l98817, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on that the first plate was deployed, this complaint can be confirmed. Due to the condition in which the device was received, the out of the box failure was not confirmed. A possible root cause for the detached plate can be attributed to procedural variables, such handling of the device or product interaction during procedure; the red trigger was unintentionally activated while the device was being inserted and consequently cause the plate detachment. However this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023 it was observed that the plate on the truespan meniscal repair system peek 12 degree device was detached upon opening its package; and therefore, was not used on the patient. During in-house engineering evaluation of the photo provided by the customer, it was determined that first plate was deployed without structural anomalies. It was also determined that the trigger was in its full retracted position which means that the trigger was activated. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary ==> a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo reveled that the device is in its white trays, liquid drops appear to be in the tray as well as the device. The outer packaging is not shown in the photo. It was also observed that the first plate was deployed, it does not show structural anomalies. It was noted that the trigger is in its full retracted position which means that the trigger was activated. A manufacturing record evaluation was performed for the finished device lot number: 9l98817, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual findings of the photo provided, the reported complaint was confirmed. A possible root cause for the reported event can be attributed to procedural variables, such handling of the device or product interaction during procedure; the red trigger was unintentionally activated while the device was unpackaged. A partial activation of the red trigger can push the first plate out of the needle; however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.